Event description:
Complaint alleged that the casters pivot when brake is engaged. No injury reported.

Manufacturer narrative:
Technician found wheels locking but not stems. Replaced all four brake casters to resolve this issue.